Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that in (B)(6) 2015, a 31mm epic valve was implanted. On (B)(6) 2021, the valve was explanted because the valve "failed." A new 31mm epic valve was successfully implanted. The patient was reported to be recovering. No additional information is available.

Manufacturer narrative:
Explant was reported due to the valve failing. The investigation found that cusp 1 was torn. Cusp 1 also had marked degenerative changes. There were no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific cusp tear. A non-calcific cusp tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific cusp tear is commonly attributed to increased operational cusp stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.